Event description:
It was reported that the device delivered an alert for long charge time. Capacitor maintenance performed in clinic resulted in lower charger time. It was discussed to reprogram the charging interval to be more frequent. The pt was to be monitored.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.